Event description:
It was reported that a patient underwent a replacement of the aortic valve with a triple bypass procedure and suture was used. The patient experienced cracking of the sternum due to the steel thread. The surgeon opines that the steel thread is the thinnest, so it grips less. The bone impaction is also less and therefore it moves under the skin. The patient had to be re-sutured. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.